Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not suspending insulin delivery when it should have. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The customer reported that 2 weeks previously, the pump went dead all at once and erased the active insulin. Customer got a battery failed alarm and the pump turned off. Customer had 3 pump error alarms within a couple of minutes. They got pump errors 4 and 15. Troubleshooting was completed and the pump passed the testing, however the customer was still concerned about the pump's inability to suspend. The insulin pump will be returned for analysis.